Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the door was hard to open and close, the door seal was dirty, the ball bearings were in poor condition and the radial arms were not engaging properly. The technician replaced the door seal, inspected and lubricated the door lock mechanism, replaced the ball bearings and the radial arms. The technician returned the sterilizer to service; no further issues have been reported. The sterilizer was manufactured in 1987 and exceeds its expected useful life. The sterilizer was not under steris maintenance contract at the time of the reported event and was last serviced by a 3rd party on (B)(4) 2011. The maintenance manual states: (pp.4-1), "inspect door for ease of operation. Lubricate hinge and hinge pints. (6x/year)." The maintenance manual also states: (pp.4-1), "grease door post and bearings (1x/year)." The user facility has since placed the sterilizer under a steris service contract.

Event description:
The user facility reported that when an operator was locking the sterilizer using the handwheel she felt a 'pop' in her shoulder. The operator went to immediate care where she received x-rays and was diagnosed with a shoulder injury. The user facility reports the operator is currently on limited work duty and continues to undergo physical therapy.